Event description:
It was reported by service report that the fowler release cable was frayed, the patient right top rail was damaged, and the patient left spindles, bushings, and hardware were damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.